Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room due to a blood glucose level of 600 mg/dl. The customer reported that she was wearing the insulin pump at the time of the incident. Customer reported being nauseous, but was not in a state of diabetic ketoacidosis. Blood glucose level at the time of the call was 310 mg/dl. The customer was unable to complete troubleshooting as she did not have additional supplies available. The insulin pump was not replaced or returned for analysis.